Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor failed incoming pulse testing. Upon evaluation, the t3 transformer was intermittent. The cause of the pulse test failure is the intermittent transformer. The cause of the intermittent transformer is a poor solder connection. The root cause of the poor solder connection cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.